Event description:
The china customer reported liquid dripping from probe during process. The liquid which is di water or buffer dripped on the slides after a wash process. The field service engineer replaced the aspiration and , dispense valve which resolved this malfunction. The instrument can still be used. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. Address - line 1: (B)(6).